Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer was able to fill cartridge with original needle. Additionally, it was reported that no insulin drips were not observed to be exiting cartridge. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose 150 mg/dl.